Event description:
It was reported that " staple jamming, used on patient, but no patient harm". Additionally it was reported to complete the procedure the user "changed to a new stapler". The patient's current condition reported as "fine".

Manufacturer narrative:
(B)(4). Failure mode "misfire/jamming - info not provided" could not be confirmed with picture attached. However it is necessary to receive the physical sample to perform a proper investigation, determinate the root cause & corrective actions. If the complaint samples become available at a later date, this complaint will be updated accordingly.